Event description:
It was reported that several days post-op from a right hemicolectomy procedure, bleeding occurred. The blood loss was estimated to be two pints. The surgeon stated that he uses an end to side anastomosis technique. He feels the advantage of this technique is there are no staple lines that overlap. He states that he closes the device all the way down and waits 30 seconds. Then he will attempt to dial the instrument down further prior to firing. Although no effort to explore the origin of the post bleeding, the doctor was fairly certain the bleeding was from the right hemi-colectomy staple line because of the only involvement of the blood supply to the right colon staple line in his right colectomies. Potential coagulopathy in this surgical patient was not the surgeon's concern because blood thinners are usually stopped before the surgery. He confirmed that the patient did not require a reoperation, but did receive a blood transfusion as a result of the bleeding. There were no further patient complications.

Manufacturer narrative:
(B)(4). Information unavailable. The device was discarded.